Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a left cav (cavernous) aneurysm measuring 2cm with an 8mm neck. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013, involving 5 pipelines. The first pipeline had a difficult time releasing from the capture coil. Once it was released from the capture coil, the distal end did not have full wall apposition. The second pipeline was deployed with some difficulty; however, a balloon was used to achieve full wall apposition (an option presented in the instructions for use) on the middle section. The third and fourth pipelines were deployed and were also twisted. The physician manipulated the catheter in order to gain distal access and used a balloon to achieve full wall apposition for the third pipeline. A wire was used to gain distal access of the fourth pipeline and a balloon was also used to achieve full wall apposition. The fifth pipeline was used to create a better proximal seal and smooth out the inner lumen of the pipeline construct; however, there was some difficulty detaching it from the capture coil and a balloon was also used to achieve full wall apposition once it was released from the capture coil. Same event as MDR# 2029214-2013-00506 / 2029214-2013-00507 / 2029214-2013-00508 / 2029214-2013-00509.